Event description:
Additional information has been received stating that charging would stop all of sudden and go to the blank screen. Two refurbished batter packs was replaced and the issue has been resolved.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was since on (B)(6) 2025 when the patient would recharge their implant for their lower back, they would get a white screen and shut off. It would take them 3 or 4 hours to recharge the implant. Patient had reset controller but issues persisted. Patient confirmed they did not use the other recharger cord for their other implant that was for their neck to recharge the implant for their lower back. During call patient verified no damage to the recharger. When examining the controller charging port, the left pin looked worn out. The issue was not resolved. A request was sent to the repair department to replace the controller. Patient mentioned they use to have adhesive discs to help recharge on of their implant batteries due to the placement of the implant battery, the implant battery placement made it difficult to recharge so patient wanted more adhesive discs. Patient was redirected to healthcare provider (hcp) if the patient thought adhesive discs were necessary.

Manufacturer narrative:
B5: updated the event contains two different ins with the following serial numbers: 1. (B)(6) 2. Neu_ins_stimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.